Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Unit received with cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels reported. It was reported that the insulin pump had a crack on the case. It was reported that the insulin pump was dropped on the floor. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.